Event description:
It was reported that the customer received no delivery alarms four times during a bolus. The customer's blood glucose was unknown. Troubleshooting was done. Assisted customer with performing a 5 unit fixed prime, but insulin did not exit with the insulin pump alarming no delivery. Explained that the alarm may have been caused by an infusion set or reservoir occlusion. Advised to replace the infusion set and reservoir as soon as possible. Advised that replacement infusion sets and reservoirs would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.